Manufacturer narrative:
The consumer reportedly was on the rollator when one of the wheels fell off and they allegedly fell. If the caster was permitted to loosen, improper maintenance of this type can result in the wheel falling out and/or bending. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The wheel allegedly fell off the rollator, causing the consumer to fall. No injury is alleged.